Event description:
It was reported that: installation of the catheter on (B)(6) 2019, in the right jugular vein. On september 7, the dressing that covers the insertion site was wet, it is performed an aseptic technique and fluid leakage from the catheter body is observed near the connection of the catheter body and the fixation butterfly.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be related to use of the device. One 3fr s/l per-q-cath PICC was returned for investigation. One 3fr single-lumen (s/l) per-q-cath PICC was returned for investigation. The stylet had been removed from the catheter and was not returned for investigation. The 3fr tubing extended to the 5cm depth mark. The catheter had been cut at an angle and the distal segment of the catheter was not returned for investigation. A functional test revealed fluid leaking from a 0.5mm longitudinal split in the catheter that was positioned 1.5mm distal to the zero mark. The remainder of the catheter was patent to infusion. The catheter was bisected near the leak site. A microscopic observation revealed damage within the catheter that was greater than what was observed on the external surface of the tubing. The length of the split within the catheter was 2.5mm. This type of damage occurs when the stylet is repositioned within the PICC without flushing the catheter or using force to remove the stylet. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of recr1696 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr1696 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that: installation of the catheter on (B)(6) 2019, in the right jugular vein. On (B)(6) the dressing that covers the insertion site was wet, it is performed an aseptic technique and fluid leakage from the catheter body is observed near the connection of the catheter body and the fixation butterfly.